Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed and found to have no reported problem. All ports energized and cauterized. The complaint was not confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted hysterectomy-benign surgical procedure, the integrated electrosurgical unit (iesu/erbe) was giving several errors. The customer was able to clear the errors to continue with the procedure. An intuitive surgical, inc. (Isi) technical support engineer (tse) checked the system logs and noted errors c-30, m-11 and m-18 happening several ties (internal time out, high frequency voltage too low or too high). The tse reminded the customer how to use a forcetriad connected to the vision side cart (vsc). There is no device producing emi nearby. The tse asked if the external foot pedals in the drawer are not damaged, as well as to check their connection in the back of the erbe. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was started with erbe but completed with covidien force triad.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe to resolve the reported issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.